Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, with the caregiver concerned that the patient was not receiving enough insulin; reported insulin delivery amounts were approximately 4.9 units at breakfast, 5.0 units at lunch, and 5.7 units at dinner, and additional training was arranged. Symptoms included hyperglycemia with sweating. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a specific device problem or component issue and yielded no findings. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.